Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-4020c-07 fastthread biocomposite interference screw 7 x 20 mm tip broke during insertion. This was discovered during an aclr with achilles allograft procedure on (B)(6) 2023. The broken tip remains in the patient, but the rest of the anchor was removed. Additional information received on 3/30/2023: the case was completed with an ar-1370h-25 soft screw, 7x 25 mm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion.